Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jul2020.

Event description:
It was reported to philips that the power led indicator was not glowing. The device was not being used on a patient at the time of the event. There was no adverse event to the patient or user as a result of this event. A philips service technician was dispatched to the customer site. The reported issue was confirmed and the power overlay was replaced. The service technician replaced the power overlay to resolve the reported issue and the device remains at the customer site.